Event description:
This lead was capped during generator change, when it was discovered the lead insulation had separated resulting in wire filament exposure. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found capped 14 cm distal to the is-1 connector pin. The proximal fragment including both is-1 connector pins were received for analysis. The distal fragment and the df1 connector pin were not returned for analysis. The insulation of the yoke directly next to the df1 connector region was found damaged. In this region the conductor cable which connects the df1 connector to the rv shock coil was found fractured. These damages most likely occurred during the generator change due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.